Manufacturer narrative:
(B)(4). Pump not received in stuck manufacturing mode: unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, cracked at battery tube side, minor scratched display window and scratched case.

Event description:
It was reported that the insulin pump's retainer ring had a crack. Customer's blood glucose was not provided at the time of the incident. Customer was advised the insulin pump will be replaced. The customer will return the product for analysis.